Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed due to lack of sample. Based on the information gathered during baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The caregiver stated that home patient disconnected and may have left the hc going (near the end of dwell) and reconnected after the hc started draining. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. Lot information was not provided by the customer; therefore, a batch review was not completed. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver (cg) from (B)(6) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during drain 4 of 5. The technical service representative (tsr) advised the se 2240 alarm indicates air entered the set up. The tsr instructed the cg to cycle power to clear the alarm. The cg stated that the home patient (hp) disconnected and may have left the hc going (near the end of dwell) and reconnected. The cg stated the hc started draining. The tsr explained to start over with new supplies or finish with manual supplies. The cg stated the hp would finish with manual supplies. The tsr also advised the cg to call the nurse to inform of the incident. No patient injury or medical intervention was reported.